Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: ¿endoscopic transaxillary capsulectomy with immediate reimplantation performed as a single-operator outpatient procedure¿ objective/methods/study data: this retrospective study included patients with diagnosis of capsular contracture underwent endoscopic transaxillary capsulectomy with immediate reimplantation between january 1, 2013 and december 31, 2017. A total of 42 patients with a mean age of 36 years were included. Total capsulectomy was performed on four (10%) patients for previous subglandular augmentation, and anterior capsulectomy was performed on 38 (91%) patients for previous submuscular augmentation. All complication reported in the article included: preop complications: gel, capsular contracture bg-unk ¿ 36, saline, capsular contracture -6. Post op complications: early seroma ¿ 2, hematoma¿1, hematoma + infection-1, recurrent capsular contracture ¿ 4. Intervention: medical device removal -33 surgical intervention and reinsertion the previous implants ¿ 9. Six individual cases of complications were presented separately: 1- 33 y.o. Female patient with capsular contracture who underwent bilateral capsulectomy with immediate reimplantation with new gel implants, r 275, replacement with new devices, developed right seroma, aspiration. 2- 38 y.o. Female patient with capsular contracture who underwent bilateral capsulectomy with immediate reimplantation the previous implants, l/r 225/265, reused devices, developed bilateral seroma, aspiration. 3- 47 y.o female patient with capsular contracture who underwent bilateral capsulectomy with immediate reimplantation with new gel devices, developed left hematoma, new device, device removal. 4- 35 y.o. Female patient with capsular contracture who underwent bilateral capsulectomy with immediate reimplantation new gel devices, developed right hematoma and infection, device removal. 5- 41 y.o. Female patient with capsular contracture who underwent bilateral capsulectomy with immediate reimplantation the previous gel implants, left contracted breast (recurrence, bg- unk), reused, surgical correction/ intervention with reused device 6- 32 y.o female patient with capsular contracture who underwent bilateral capsulectomy with immediate reimplantation new gel devices, developed right contracted breast (recurrence, bg - unk) surgical treatment with reused device.